Event description:
Per independent repair center statement unit is alarming or red light. The key failure was the gear clamp for the hose was leaking. Additional malfunctions was the tie wraps were leaking.